Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient's active order was not showing in the ordered medications not loaded report. It was verified that the order was listed in the patient's pyxis es profile, that the order was active, and that it was assigned to the correct location (unit and area) for the pyxis device. The active order semaglutide 0.25 mg pen (med ID 8674) was also confirmed as not loaded in the orl dom machine. However, it still did not appear on the omnl report. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active order was not listed in orders medication not loaded. A technical support specialist (tss) confirmed that prior to es, the omnl report displayed bulletins for medication requests even when the related items were not present in the facility formularies, using brand names or other identifiers. As of es, the omnl bulletin logic required a valid medication identifier preventing bulletin generation when an item was not fully defined in the formulary. Documentation showed that this behavior was functioning as designed, despite the lack of explanation for the backend logic change. Tss verified that the customer reported order was associated with a medication whose medication identifier did not exist in their pharmacy or facility formularies. The reported behavior aligned with current system design, and no omnl bulletin was generated because the associated formulary item did not exist. The system functioned as intended after the technical support specialist troubleshot the device.